Event description:
It was reported that this right atrial (ra) lead exhibited out of range intrinsic amplitude and in the past, low p-wave measurements. It was noted the patient is paced 100%. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).